Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that on (B)(6) 2026, a patient who had undergone a pump refill, noticed that an alarm was sounding while receiving rehabilitation at another hospital. Upon confirmation with the patient, it was reported that the alarm had been sounding since early (B)(6). The date (B)(6) 2026 is considered an approximate date of event (specific month and year known only). The physician reviewed the logs using the programmer and confirmed that magnetic resonance imaging (MRI) had been performed at another hospital on the morning of 2026-mar-30, during which the pump automatically stopped and subsequently automatically resumed. A refill was performed in the afternoon. No logs have been recorded since then up to today. As no abnormality in pump operation was observed, the silent alarm was set. It was further reported that the event might have been influenced by the MRI and that it was similar to the application malfunction event that had been reported last year. Regarding the pump alarm having continued to sound, the outcome of the event was recovered on (B)(6) 2026. The relati onship of the event to drug, catheter, procedure was unknown, but unknown if related to the pump or programmer. Additional information was later received from a foreign healthcare provider via a distributor on (B)(6) 2026. It was indicated that the pump and catheter were incorrectly documented, and the case details were currently under confirmation and information would be provided once clarified. It was further reported that as the beeping sound reportedly continued for several seconds, this was considered a non-critical alarm. According to the report at the time of refill on (B)(6) 2026, ¿18 ml was filled.¿ the original alarm expiration was reportedly scheduled for june.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.